Manufacturer narrative:
Internal risk assessment (hhe) determined that this malfunction did not meet the requirements of a mandatory reportable adverse event per 21cfr803.50 but the firm wishes to report the malfunction.

Event description:
X-ray revealed a broken plate at 3 week follow up. Plate was broken through most proximal screw hole. Surgeon stated there was evidence of callus formation and no evidence of loss of correction, so no revision surgery is planned at this time. More recent follow up x-ray indicated continued bone healing.